Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.

Event description:
It was reported that the customer experienced elevated blood glucose levels (533 mg/dl). Customer delivered manual injections to stabilize her blood glucose level.